Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the MRI tech reported that the patient was going to have an MRI and compatibility guidelines were reviewed. The wires were separated on her lead. It was stated that 2 falls had occurred over the past year. She had stimulation but it was not as good as prior to the fall. An x-ray had been done in december to determine this. A surgery then occurred in (B)(6) 2015 but the issue could not be corrected due to scar tissue. The main doctor was seen again in june. She was then being referred to a neurosurgeon for a revision the week of this report. This event will be updated if additional information is received.

Event description:
It was reported that the patient was not getting adequate stimulation. The patient reported several falls, approximately 2 or 3. It was unknown when the falls occurred or when the patient lost stimulation. The patient had programming on (B)(6) 2014, so it was surmised the issues happened after that. The patient proceeded to undergo a revision on the day of the report, however, the physician was unable to steer a new lead due to scar tissue. The revision was unsuccessful. The company representative reprogrammed the device and got better coverage. The new programming seemed to be helping as of (B)(6) 2015. If it did not continue to help, the patient would be sent to a neurosurgeon for a paddle lead. If additional information is received, a follow up report will be sent.